Event description:
It was reported the patient is not receiving stimulation. Lead diagnostics showed high impedances on all lead contacts. X-rays were taken, but did not reveal any visible fractures. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.